Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The supera instruction for use (IFU) states that the recommended pre-dilatation diameter for a 6 mm stent is a balloon diameter greater than or equal to 6 mm. Based on the case information and related record review, the reported difficulties appear to be user related. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, non-tortuous, 50% stenosed distal left superficial femoral artery. A command 18 guide wire crossed the lesion, and pre-dilatation was performed with two non-abbott balloons: one at 16 atmospheres (atms), and one at 30 atms. A 6x150mm supera self-expanding stent system (sess) was advanced, and became elongated during stent deployment. The stent partially deployed in the introducer sheath and was removed along with the introducer sheath. Another unspecified stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.